Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. The patient reported that the controller screen displays a "system problem" message; rm04. The patient was charging the implant when the rm04 showed up on the controller screen. The controller was reset and the controller was showing passive recharger mode screen. Patient services reviewed the meaning of the message and recommended that the patient keep the recharger connected to the implant to clear the discharge state. Later, patient services called the patient back. The patient reported that the controller was showing no device found when trying to connect to implant. The patient was warm transferred to repair. The patient reported that his implant never charged quickly, his implant takes 6hrs to charge but it happens intermittently since implanted. The patient stated that the manufacturer representative (rep) had told him to change the program every 5 days but he waited and changed the program every 7 d ays and his implant said ¿charge implant now¿ when he changed the program. The rep explained to him because of his settings, the ins will deplete. The patient stated that last wednesday, he had to do the passive recharge mode and ins went dead on friday. Since implant the patient has had to do passive recharger mode 3- 4 time. The patient reported that his implant has been in discharge since last week because he didn't have a power cord to charge the controller. The patient stated that he has been getting the passive recharge screen since last week. The patient reported that his ins did not charge up to 100% unless he unplugged the recharger and reconnected it to the controller, then ins will charge to 100%. The patient reported that he had to reset the controller and after resetting the controller, he had to reset the date which hadn't happened before. The patient reported that they had been having pain since (B)(6) 2019. Patient services recommended that the patient let the device go through the cycle of passive recharge mode and patient said he did that last wednesday and charged the implant and was able to get therapy until friday. Patient services recommended that the patient consult with their healthcare provider (hcp) and rep regarding programming and charging the implant. It was noted that the power cord and controller were replaced, and that the patient requested an extra lithium battery. No further complications were anticipated/reported.

Manufacturer narrative:
Continuation of d11: product ID 97745 serial# (B)(6) product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.